Event description:
Reporter indicated that vns pt's seizures had returned to pre-vns baseline frequency. It was reported that the pt was seizure-free for over a year immediately after vns implant, but that treating neurologist began reducing the pt's medications and increasing programmed parameters. At recent office visit, vns settings were again increased, after which the pt immediately experienced a severe grand mal seizure in the office. The pt's family member believes that vns settings have been programmed to a level that is too high.